Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. According to the complainant, the spaceoar gel was injected in the rectal wall. Magnetic resonance imaging (MRI) confirmed the gel was present in the rectal wall. The patient was experiencing rectal discomfort. As of (B)(6) 2019 the patient feels his symptoms are improving and is continuing with radiation therapy treatment.